Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of tibial plate noted nicks and gouges due to the explanation process. No cement adhered to the plate. Radiographs were provided and reviewed by a health care professional. A review of the available records identified that the left knee arthroplasty components are anatomically aligned. There is lucency at the cement-metal interface of the medial tibial tray and possibly minimal lucency at the tip of the tibial stem and at the lateral tibial tray. This information confirms the reported event. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 4 years post implantation due to tibia loosening. Attempts to obtain additional information have been made; however, no more is available.